Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly not deployed. The downloaded data showed that the device ran 44 first prime pulses and was deactivated at 54 pulses after completing second prime. The download data also showed a drive stall and pulse width timeout during first prime. This drive stall prevented the firing flat from reaching firing position after the end of second prime, which resulted in the needle mechanism and cannula not deploying. No defects were found to either the drive mechanism or needle mechanism that would result in a failure to deploy; a root cause for the high pulse width and drive stall could not be determined. The device was connected to a master pdm and a test bolus was delivered without replicating the drive stall or timeout.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod both the needle and the cannula had not deployed. The patients reported blood glucose level was 165 mg/dl. The pod was not worn.